Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to start up properly. The fse visited onsite and upon functional testing, the fse reviewed logs file and found that the flexvision pc failed the self-test. To resolve the reported issue, the fse cleaned flexvision pc os disk, and reinstalled system software. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc did not boot up intermittently. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.